Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Nurse called to report hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 860 mg/dl. Hospital treated with IV drip. The customer's blood glucose has dropped to 100 to 200 range. Nothing further reported.